Event description:
The facility reported a colleague pump with a battery failure. It was not specified when reported condition occurred. Baxter's review of the device event history determined that this condition interrupted delivery. There was no documented patient injury or medical intervention necessary. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a battery failure. The root cause could not be determined at this time. No repairs were performed at this time, as this is a baxter owned device. Review of the device event history determined that the reported condition occurred on (B)(4), 2010 and not the customer reported occurrence date of (B)(4), 2010. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).